Event description:
The user had an accident and the hearing performance with the device was affected. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, user had an accident and the hearing performance is affected.

Manufacturer narrative:
Additional information: based on the received information and in-situ measurements, a damage of the stimulator housing following an external impact to the device appears possible. However, to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation was performed but the explanted device has not been received for investigation.

Event description:
The user had an accident and the hearing performance with the device was affected. The user has been re-implanted.